Manufacturer narrative:
As reported a patient underwent placement of the trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, organ perforation, and tilt. The patient reported becoming aware of the events approximately fifteen years and five months post implant. The patient also reported developing leg ulcers that won¿t heal and legs swelling to the point of not being able to walk and pain at all times. The indication for the filter placement was recurrent deep venous thrombosis (dvt) of the left lower extremity. The patient was also found to have factor v leiden deficiency and will be on chronic long-term anticoagulation therapy. The filter was placed via the right common femoral vein and deployed in the l2-l3 level, with the main body of the filter over the l3 vertebral body. The patient was taken to the recovery room in stable condition, without intraoperative or perioperative problems or complications. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling, pain and non-healing ulcers of the affected extremity. These events do not represent a device malfunction and may be related to patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the reported events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt, fracture and ivc and organ perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture, organ perforation, tilt. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Aware date: 20-july-2021. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 15 years 5 months post implantation. The patient reports perforation of filter strut(s) into organs, perforation of filter strut(s) outside the ivc, tilt, and fracture. The patient also reports developing ulcers on legs. Legs swell up to the point of not being able to walk. Ulcers will not heal. Has not been able to work due to not being able to stand due to legs swelling. In pain at all times and did not start until ivc filter was installed. Used to work 80 hours a week as a handyman. The following additional information was received per the patient¿s implant records: the filter was implanted due to recurrent deep venous thrombosis (dvt) of the left lower extremity. The patient was also found to have factor v leiden deficiency and will be on chronic long-term anticoagulation therapy. In addition, it was thought that he would benefit from placement of an ivc filter, which was discussed with the patient and agreed upon. After appropriate consents were obtained, the patient was brought to the operating room and placed supine on the operating table. The right groin was then prepped and draped in standard sterile fashion. 4 percent plain lidocaine local anesthetic solution was infiltrated into the skin, and using sterile seldinger technique, access to the right common femoral vein was obtained. Fluoroscopic guidance was utilized during the access, and a .035 stork wire was passed through the iliofemoral system into the inferior vena cava without difficulty. Next, a 6f sheath was inserted, placing the tip at the bottom of vertebral level of l2. Given that the patient was allergic to IV contrast, no veogram was performed. The wire and dilator were removed, and the trapeze ivc filter was deployed in the l2-l3 level, with the main body of the filter over the l3 vertebral body. Satisfied with its placement, the sheath was removed, and direct pressure was applied to the groin for several minutes. The puncture site was then dressed with gauze and tegaderm. He was transferred to the stretcher and taken to the recovery room in stable condition, without intraoperative or perioperative problems or complications. All instrument and sponge counts were correct.